Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts the mesh, well incorporated into the abdominal wall. The textile knitting pattern matches with pco textile knitting pattern. A hole is visible in the center of the mesh, leading to a recurrence of the hernia. We cannot confirm the mesh and hole dimensions. It was reported that the mesh was torn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a composite mesh was implanted in 2016 in a laparoscopic procedure for a ventral hernia, it was found to have a hole in the center, leading to a recurrence of the hernia. This recurrence resulted in a temporary injury to the patient. During the secondary procedure, another implant was placed on top of the previous one to resolve the issue. The mesh was not folded at the violet expanders junction, and tackers were used as the fixation system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.